Manufacturer narrative:
Patient information was unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the site was about to start a case and the system was on but when they went to use the system, it unexpectedly shut down. The site could not boot it back up at this point and reported that the system did not turn on. The site tried multiple outlets with no resolution. The site switched to another navigation system and were able to continue the case. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. A manufacturer representative followed up for additional troubleshooting. The representative found that the cable at the back of the monitor was loose. The representative re-seated the cable and was able to get into the software, however, it then switched to no input. The computer still had lights on and the fan was running. The cart remained on. The representative went to re-seat the cable at the back of the computer, however, the computer then started booting. The system turned off even though it appeared to be on. After booting, the system's mouse started lagging and the video flickered and then was completely unresponsive. Ctrl+alt+back did not do anything. A hard reboot was performed, and the system was functioning normally.